Event description:
The customer reported that the intellivue mx450 patient monitor indicated a "speaker malfunction" inop and the device was completely out of sound. The monitor was not in use at the time of the reported issue and there was no patient involvement. A remote service engineer (rse) spoke to the customer and determined that the loudspeaker was electrically defective, no longer made any sounds, and an error message was displayed. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. The investigation concludes that no further action is required. The device failed to work as intended. The device remains at the customer site.

Manufacturer narrative:
Reporting institution phone number:(B)(6). Reporter phone number: (B)(6).